Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
After iabp for ten hrs, blood was noted in the tubing. On 2/9/98, the following info was reported: the iab was inserted into the pt on 12/26/97. On 12/27/97 after iabp for 10 hrs, blood was noted in the tubing. [Event complications]: none from the event-reported 1/5/98, 2/9/98. [Pt's current status]: expired-rpt'd 1/5/98.